Manufacturer narrative:
Age at time of the event: in 70s. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was difficulty removing the device from the patient and the device separated. A 2.4 mm jetstream® xc atherectomy catheter was selected for use during a thrombectomy/atherectomy procedure in the patient's superficial femoral artery (sfa). The physician used the jetstream device successfully for the beginning of the procedure and then decided to remove the device so that a picture could be taken of the vessel. The physician planned to continue using the device to complete the procedure after the picture was taken. However, while removing the device to take the picture, an issue occurred. The device was working fine rexing from the distal sfa up to the sheath, but then it stopped rexing once it drew near the non-bsc sheath. The device was not able to be removed further. This occurred with approximately 2 mm of the jetstream device exiting the distal tip of the sheath. To try and help remove the device, the physician cut the portion of the jetstream catheter that was outside of the patient. It is not known if the device became caught within the patient's vessel or the sheath. There was difficulty and resistance pulling the jetstream and sheath out together, but they were successfully pulled out. Everything was aggressively pulled out but no patient harm occurred. Once outside of the patient, it was noticed that the clear covering that encapsulates over the black portion of the shaft had separated. It is unknown when, or what caused, the separation. The entire device was visualized, and no part was left inside the patient. No device fragments embolized inside of the patient. Everything was removed. After removal of the devices, pressure was held over the access site per protocol. There was no abnormal bleeding at the procedure site. Because of the aggressive removal of the devices, the patient was transported by ambulance to the hospital to verify that there was no vessel trauma or bleeding. At the hospital a computerized tomography (CT) scan confirmed that there was no laceration of the artery, and there was no internal bleeding. An angiojet thrombectomy procedure was performed the following day, to complete the procedure, as all of the thrombus had not been evacuated during the procedure the previous day. The patient is currently doing really well. No other complications were reported.